Event description:
It was reported the patient's lead had migrated which was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2024 to reposition the lead. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.